Event description:
It was reported that during the implant procedure, it was difficult to insert an atrial lead into the pulse generators header. The device was removed and replaced.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
Final analysis confirmed that it was difficult to insert the test leads into the pulse generators header and the lead insertion force used to insert the lead was out of specification for the product.